Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a balloon burst occurred. The location of the lesion is unk. The extractor rx 12mm x 15mm retrieval balloon was advanced to the stone, however, the balloon burst upon "trawling a gallstone through the bile duct. The device was removed and the procedure was completed with another MFR's retrieval balloon. No pt injuries or complications were reported. The pt's status is reported as "no issue".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.